Event description:
It was reported to aci that a female patient underwent an interventional coronary procedure on an unknown date. Access was obtained above the bifurcation artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed that the femoral artery was highly calcified and the vessel size to be 6mm. Following the procedure, the physician selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the device seemed to deploy "fine" and after 2 minutes of pressure after the procedure the patient started to get a large hematoma (greater than 6 cm). The patient's blood pressure fell into the 40s and the pulse slowed down. After the physician accessed the other femoral artery, he found a retroperitoneal bleed into the abdomen. The physician then placed a covered stent into the iliac artery where the device was placed. The patient was hospitalized due to the mynx device / mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.